Event description:
It was reported that the device "failed to recognize pads." The complaint reporter has not provided patient information. The reporter stated that he did not believe patient information would be disclosed. A supplemental MDR will be submitted if this information is disclosed to the device manufacturer.

Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the actual device involved was returned by the user. Testing of the device did not duplicate the reported malfunction of failure to recognize that pads were attached to the device. No pads were returned by the device user for evaluation. Efforts have been made to collect additional information about the conditions of device use, as well as pertinent data, but the reporter has not responded to repeated requests for information. The conclusion of the investigation, based on all available information, is that the device performs to specifications. After inspection, the device passed final acceptance testing and was returned to the customer.